Event description:
The micro drill medium straight attachment was sent in for evaluation due to overheating during testing. The event occurred during a regular maintenance visit. No adverse event was associated with the device.

Manufacturer narrative:
Internal debris build up was identified as the probable cause of the overheating reported. The attachment was discarded because it is not repairable once it has been disassembled.